Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed "iab optical sensor failure". The customer had switched consoles before calling getinge representative. The customer did not have a backup arterial pressure source as the inner lumen of the iab had been capped off. There were no kinks in the optical line and the connection was verified several times. The customer would get a radial arterial line dropped and connected to the iabp. There was no patient injury reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed "iab optical sensor failure". The customer had switched consoles before calling getinge representative. The customer did not have a backup arterial pressure source as the inner lumen of the iab had been capped off. There were no kinks in the optical line and the connection was verified several times. The customer would get a radial arterial line dropped and connected to the iabp. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing approximately 53.1cm and 75.9cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 6.1cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).